Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the proximal lad and mid rca with two xience v stents. Seven months later, the patient experienced unstable angina and was hospitalized. The patient underwent a diagnostic coronary angiogram - results not reported and a functional ischemic study, which was positive. The patient's troponin and ck mb measurements were elevated and the patient underwent coronary bypass graft of the proximal lad and mid rca. The resolve date was nine days later. The patient was discharged from the hospital eleven days later. No additional event of patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina, ischemia and stenosis, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting. Also, angina, ischemia, stenosis and hospitalization are listed in the risk assessment as no fault post procedure complications. It is likely that angina and ischemia are secondary effects of the stenosis. A conclusive root cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The second rx xience v indicated is being filed under the same MFR number.